Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/26/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 6/14/2018, mentor received additional information that the patient underwent primary breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: first unknown mentor gel prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast reconstruction with unknown mentor gel prostheses. Bilateral rupture of the breast prostheses was diagnosed post procedure through an ultrasound. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(6) 2018. This report is for the second of two protheses. See manufacturer report number 1645337-2018-03582 for the contralateral prosthesis report.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with unknown mentor gel prostheses. Bilateral rupture of the breast prostheses was diagnosed post procedure through an ultrasound. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(6) 2018. This report is for the second of two prostheses. See manufacturer report number 1645337-2018-03582 for the contralateral prosthesis report. The device was returned at mentor containing a cloudy gel. White material was observed within the device. Gel was observed on the shell surface. Upon visual examination, the device was severely rented. Siltex cracking was observed within the rent. No other anomalies were discovered. Complaint was confirmed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).